Manufacturer narrative:
(B)(4). The reported diagnostic anomaly was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device tripped to eri and device replacement was planned. During the replacement procedure, it was noted that the device was above eri. Device was explanted and replaced. Patient was stable.